Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Internal inspection found debris in the flow screens. The flow screens were replaced precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a2, a3a, a4, a5a, a5b, and b5. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to treat a 74-year-old male patient, the device displayed a "compressor failure -1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.